Manufacturer narrative:
This is one of four submissions from the same incident, the others are: (B)(4)-line 235355-00206; (B)(4)-line 235357-00207 and (B)(4)-line 235358-00208. No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-513-t5 and lot number 10034400 combination found no related information.

Event description:
It was reported that on (B)(6) 2015 the patient underwent a left tka procedure. On (B)(6) 2016 the surgeon performed a revision left tka procedure due to patient pain ((B)(4)/MFR report # 1220246-2016-00295). On (B)(6) 2017, a different surgeon performed a second revision due to instability. During this revision procedure the surgeon explanted the tibial tray ar-513-t5 (lot 1003440), femoral implant ar-516-5l (lot 1482387), bearing implant ar-513-bf-18 (lot 113601335) and patella implant ar-504-psc9 (lot 113601511). The revision was completed using another manufacturers product. Patient female, dob (B)(6).